Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, deflation, and necrosis.

Event description:
Healthcare professional reported "breast tissue necrotic breast implant left rupture severe baker IV capsular contracture, discoloration of left saline breast implant left painful hardening of breast". Later healthcare professional reported "severe bake IV capsular contracture, double bubble deformity with severe pain breast, bottoming out of inframammary fold dehiscence of inframammary fold complete rupture of left saline implant , grade 3 ptosis, breast pain mastodynia." Via "ultrasound". This record is for the "left" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported "breast tissue necrotic breast implant left rupture severe baker IV capsular contracture, discoloration of left saline breast implant left painful hardening of breast". Later healthcare professional reported "severe bake IV capsular contracture, double bubble deformity with severe pain breast, bottoming out of inframammary fold dehiscence of inframammary fold complete rupture of left saline implant , grade 3 ptosis, breast pain mastodynia." Via "ultrasound". This record is for the "left" side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Necrosis: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "breast tissue necrotic breast implant left rupture severe baker IV capsular contracture, discoloration of left saline breast implant left painful hardening of breast". Later healthcare professional reported "severe bake IV capsular contracture, double bubble deformity with severe pain breast, bottoming out of inframammary fold dehiscence of inframammary fold complete rupture of left saline implant , grade 3 ptosis, breast pain mastodynia." Via "ultrasound". This record is for the "left" side. The device was explanted and replaced.